Manufacturer narrative:
The reported malfunction of "unable to discharge" was not replicated or confirmed. Review of the device logs showed several 30j selftests that had been successfully performed along with being able to disarm after charging with no issues. This report was unsubstantiated. The reported malfunction of "no ECG signal" was not replicated or confirmed. Review of the device activity log did show occurrences of ECG lead off, attach pads, check pads and poor patient contact. However, these do not necessarily indicate a device malfunction. These types of messages are advisory messages that require the users attention to inspect the ECG electrodes, lead wires and other related cables for proper connections. The electrode pads were disposed of on site ,therefore could not be evaluated as part of this investigation. The device evaluation passed successfully and met all zoll requirements. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device failed to discharge and was unable to obtain ECG signal via pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.